Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-feb-2026, it was reported by a sales representative via email that an ar-3652tsp fibertak rc anchor pulled out. The case was completed using a 4.75 mm swivelock for fixation. This issue was discovered during an rcr procedure on (B)(6) 2026. Additional information was received on 13-feb-2026: the anchor was removed, and the case was completed with an ar-2324bct-2 biocomposite swivelock suture anchor, double loaded 4.75 x 22 mm, 5pcs. There was no case delay and no additional anesthesia administered.